Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had been having low blood glucose after every meal. They would get a low blood glucose when the insulin pump is in automatic mode. The customer¿s blood glucose level during the incident was 60 mg/dl. The customer¿s current blood glucose level was 139 mg/dl. They treated with food. The customer also reported that they had experienced a low blood glucose of 42 mg/dl. Troubleshooting was performed. The customer reported the insulin pump¿s programming was accurate. The device will be replaced and returned for analysis.

Manufacturer narrative:
We have received new information which has been updated on this report to reflect the correct information. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No cosmetic damage noted.